Manufacturer narrative:
Tw ID#(B)(6) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) when loading the seal into the delivery system, the seal could not be inserted into the tube, so use was discontinued. The seal could not be inserted into the tube because its shape had collapsed. Operation was completed using a different lot of the same product. There were no delays in the procedure. There were no effects or damage to patients.

Manufacturer narrative:
Trackwise #(B)(4). Update section: b4, d9, g3, g6, h2, h3. H6, h11 corrected section: d4 - UDI # the device was returned to the factory for evaluation on 10/04/2024. An investigation was conducted on 11/05/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety lock off, which allows for the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as analyzed failure "premature deployment" was observed. The lot # 3000368766 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a